Manufacturer narrative:
(B)(4) 2014, the customer at (B)(6), reported that while attempting to position a patient using the load pedal of the multifunction footswitch, the patient support would move in the outward direction, away from the gantry (unload). The customers used the gantry panel control to position the patient support and completed the scan successfully. There are no reports of any harm/injury to the patient, operator or bystander due to this issue; and no rescan/reinjection was required. The customers contacted the philips help desk to inform them of the issue and the field service engineer (fse) was dispatched. On (B)(4) 2014, the fse arrived on site. The fse reviewed the log files and found stuck button error displayed. Upon inspection of the system, the fse determined that the source of the stuck button errors and the uncommanded motion of the patient support was the multifunction footswitch. The fse confirmed that the event occurred on the new plastic design footswitch on a brilliance 64 system, as the (B)(4) was implemented at the site on (B)(4) 2014. The fse could not confirm the root cause of the issue but stated that the unload (in/out) pedal of the foot switch was stuck engaged. Thus, the fse ordered the new footswitch and disconnected the defective footswitch. As a precautionary measure, on (B)(4) 2014, the fse replaced left and right gantry panels. On (B)(4) 2014, the fse replaced the footswitch and handed the system back to the customers. After the service, there have been no further recurrences of this issue at the site. The system is fully operational. The defective footswitch was discarded and not available for engineering investigation. The fse did not provide the s/n of the defective footswitch, thus the part could not be traced back for investigation of source of the footswitch. Since the defective footswitch was not available for investigation, a root cause could not be determined. Based on the statements and troubleshooting activities of the fse, the event occurred due to a bad footswitch which was installed in the system during (B)(4) implementation. CT engineering determined that the event is acceptable risk, with an (B)(4). According to the (B)(4), the design mitigations for prevention of the hazardous situations include: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switched on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Also, the (B)(4) documents the design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enable the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. Since the defective mffs was not available for investigation, a root cause could not be determined by engineering.

Event description:
The customer reported that the multifunction footswitch operates with the unload command function only, if the load action command is pressed the couch will perform the unload function. The philips field service engineer (fse) confirmed that there was no rescan or harm to the patient or operator. The fse reported that the couch would perform the unload action when the multi-function footswitch load pedal was pressed. The fse reported that after performing field change order (B)(4) the multifunction footswitch did not operate correctly. The fse has disconnected the multifunctional footswitch and ordered a new multifunctional footswitch.